Event description:
Pt was seen for her monthly blood transfusion and "chelation" therapy. The pt complained of shoulder pain, which increased when the catheter was flushed. Contrast x-ray showed a leak in the mid portion. At the clinic visit, the pt's general appearance was good. The following systems were within normal limits: neurological, pulmonary, cardiovascular, gi and skeletal. The pt was scheduled for surgery on 5/19/97 to remove the catheter and replace it with a new device port. The surgery was without incident, the pt tolerated it well and was discharged from the hospital. Upon examination, the explanted catheter was cracked at the midpoint.